Event description:
Patient on excel care es bariatric bed with hovermatt deflated under patient. Patient was sleeping and reported when she woke up her leg slide out of bed and her entire body slide on floor. Patient had 3 side rails up and hovermatt was under her on floor. Patient yelled for help and staff found her on floor. Reference MFR # 2531468-2014-00001.